Event description:
It was reported that surgeon revised patient's left total elbow due to humeral stem and assembly disassociation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown pin. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding disassembly/disassociation of an axle pin from the humeral component involving a humeral assembly kit was reported. The event was confirmed. Method and results: device evaluation and results: no material or manufacturing defects were observed on the surfaces examined during material analysis. Dimensional inspection of the major diameter of the threads from the axle pin were measured, and were found to be within the designed major diameter range medical records received and evaluation: not performed as no medical records were provided for review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been no other events for the reported lot ID. As no material or manufacturing defects were observed on the returned devices, the exact cause of the event could not be determined because insufficient medical records were provided for review. If additional information becomes available, such as x-rays, clinical notes, and operative reports, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's left total elbow due to humeral stem and assembly disassociation.